Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kit review indicated the dhrs for the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver reported a "replace sensor" message with the adc freestyle libre sensor, on the 11th day of wear. The caregiver treated the customer with sugar and water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "replace sensor" message with the adc freestyle libre sensor, on the 11th day of wear. The caregiver treated the customer with sugar and water. There was no report of death or permanent injury associated with this event.